Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found cable flooding, flooding of the image pickup (ccd), corrosion of electrical contacts, and a cracked connector. Based on the results of the investigation, it is likely that the following led to the malfunction: image defect: it was confirmed that the image defect was caused by flooding of the cable and the image capture (ccd). The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the flooding. Cable flooding, and flooding of the image pickup (ccd): the cause of the flooding could not be identified from the information obtained from this complaint and the results of the investigation. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): image defect, cable flooding, and flooding of the image pickup (ccd) ifus (gt8403_07) warning regarding unexpected disappearance of endoscopic images or inability to unfreeze warning the following precautions must be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - do not bump or drop this product. Water leakage may damage the product's internal electrical circuits. - when straightening the camera cable, a portion of the camera cable may become looped approximately 10 cm or less. When a loop of approx. 10 cm or less occurs, do not pull the camera cable forcibly, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device had poor image quality. The issue was found at the start of a therapeutic tul procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.